Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 5.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 22 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.